Manufacturer narrative:
The sample is not available for evaluation; therefore the reported condition of no flow was not confirmed or duplicated and an assignable cause could not be determined. A batch review was performed and no deviations were found. Should additional information become available; a follow up medwatch will be submitted. (B)(4)

Event description:
Customer relayed a report of a no flow. The bag was squeezed to initiate flow and the check valve was inverted and tapped. The reported condition occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was provided.